Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. No further steps are planned at this time.

Event description:
The recipient doesn't hear anything on the left side anymore using the device. It is unknown if an accident or trauma occurred. The recipient's mother doesn't want to proceed with any medical intervention, since the recipient is bilaterally implanted and hears well on the contralateral side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user doesn't hear anything on the left side anymore.